Event description:
It was reported that an unspecified number of bd nano¿ 2nd gen pen needles were unable to deliver insulin. The following information was provided by the initial reporter: been using bd products for many years and have had very few bad ones. This new design worries me, only used about a dozen and already had three bad ones.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1243881, medical device expiration date: 2026-08-31, device manufacture date: 2021-08-31; medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that an unspecified number of bd nano¿ 2nd gen pen needles were unable to deliver insulin. The following information was provided by the initial reporter: been using bd products for many years and have had very few bad ones. This new design worries me, only used about a dozen and already had three bad ones.